Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e, serial#:(B)(4), model description: st linear trial with pre-loaded 0.014" stylet - 50cm.

Event description:
A report was received that the patient had a dural puncture following a trial implant procedure. The patient's symptoms were a headache. The physician did a blood patch which resolved the issue. The patient's trial ended and the leads were removed. The patient is doing well.